Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. A syringe needle change was performed and a new cartridge was loaded resolving this issue. Customer's blood glucose level was 89 mg/dl.